Event description:
Customer reported no reactivity with a post-transfusion patient sample containing anti-e, -fya, -s when tested with 0.8% surgiscreen lot vss124. This report corresponds with medwatch 2250051-2007-00480. The testing with vss124 was part of troubleshooting performed by customer.